Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a cannula issue on (B)(6) 2026, as the cannula was found bent and had been in use for 4 hours, which led to the patient experiencing elevated blood glucose levels that was managed with a correction injection. The patient replaced infusion set and resumed insulin successfully. No further information available.